Manufacturer narrative:
Per tandem's user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to go through load fill tubing process multiple times. Reportedly, customer withdrew insulin out of one cartridge and filled another cartridge with the same insulin. Tandem technical support advised customer that this was an off label practice. Reportedly, customer changed supplies to address the issue and resume insulin therapy. There was no reported impact to customer's blood glucose.